Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.